Event description:
Philips received a complaint on the defibrillator indicating that the device had quality inspection questions. Additional information has been requested. There was no patient involvement.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
It is confirmed that the customer was consulted about how to do the operation check and there was no device malfunction. This is a non-complaint.